Event description:
It was reported that the implantable pulse generator (ipg) was explanted and replaced due to possible premature battery depletion. The right ventricular (rv) lead was also capped and replaced due to high thresholds and low impedance. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4558m45, lead, implanted (B)(6) 1995. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.